Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Additionally, healthcare professional reported a right side "rupture". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, crease fold, opening crack, delamination. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease smooth opening on anterior, delamination on anterior and opening crack. Based on the device analysis the final assessment is: a crease smooth opening on anterior due to a fold flaw opening. Delamination of the diaphragm valve assessed as adhesive failure. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b.5, d.7, d.10, h.3, h.6.